Event description:
I just learned that iradimed MRI pumps come out of the box with 4 drugs in a basic, vendor-provided "library" present to adenosine 3 mg/ml, dobutamine 1 mg/ml, propofol 10 mg/ml, dexmedetomidine 4 mcg / ml as well as preset dosing units, in addition to a wildcard ("drug?" In their system). Sites may contact to build their own library which certainly seems safer. But my concern is the vendor supplying a preset / basic library if the customized library is not contracted for that defaults to dobutamine 1 mg/ml. Seems like a set-up for error. (B)(6). Access number: (B)(4).